Event description:
It was reported that during a rotator cuff repair using a magnum x anchor, upon final tensioning, the suture snares snapped and released the sutures. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.